Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump experienced a compromised force sensor system alarm. The customer's blood glucose level was unknown at the time of the incident. The customer did not troubleshoot and did not send the product back for analysis

Manufacturer narrative:
The insulin pump passed the displacement test. Device received motor error alarm during basic occlusion test due to loose/flush drive support disk. Unable to perform the unexpected restart error test, unable to verify prime alarms or perform prime test due to motor error alarm. The insulin pump received with normal operating current. The insulin pump passed self-test. The insulin pump passed off no power test. The insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip.